Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an unknown prefill syringe. The customer indicated an adverse reaction related to the syringe recall, but additional detail was not available at this time.